Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon sixth inflation at 10 atm. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that that the target lesion is located in the left anterior descending artery. It was further reported that the lesion was 90% stenosed, mildly tortuosity and severely calcified artery. The balloon ruptured for 4 seconds.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material at the proximal edge of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material at the 1.5cm from the distal tip when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon sixth inflation at 10 atm. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that that the target lesion was located in the left anterior descending artery.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon sixth inflation at 10 atm. The procedure was completed with another of the same device. No patient complications were reported.